Manufacturer narrative:
Section a: patient information has been requested and is pending follow-up with hospital. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the display was intermittently functioning and would be sent for repair. The display on the console went out after bringing patient back from computed tomography scan in the operating room, flows didn't drop, motor was still running and patient was hemodynamically stable. Display came back on after a few seconds and then went out again. The patient's mean arterial pressures (maps) dropped significantly after 2nd time display went out and staff emergently exchanged to back-up system with no further issues.